Event description:
It was reported that device was implanted post use by date. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0huws, implanted: (B)(6) 2014, product type lead. (B)(4).